Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. There was noted coil deformation along with marks in the insulation approximately 115 millimeters from the terminal end from some type of tool. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition and a lead-to-header insertion issue. Subsequently, the patient underwent a revision procedure, and the rv lead was reinserted into the header via manual manipulation. The patient was discharged from the hospital the same day. The device and lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition and a lead-to-header insertion issue. Subsequently, the patient underwent a revision procedure, and the rv lead was reinserted into the header via manual manipulation. The patient was discharged from the hospital the same day. The device and lead remain in service. No additional adverse patient effects were reported.